Event description:
It was reported that patient was being explanted due to end of service (eos) and no longer desiring vns therapy. Generator and lead were received into product analysis (pa). Lead pa was completed and reviewed. The tests performed in the pa lab indicated that the large o-ring connector boot was partially detached however no obvious adverse effect was identified on the device performance as a result. It was indicated that the cause of the partial detachments was due to normal wear during insertion of the lead. The pa worksheet indicated that there were cuts on the lead portion returned however this was not attributed to issues with the lead and was likely due to explant procedure. The lead figures were also reviewed and indicated that the lead had abrasions however this was not attributed to a failure of the device. It was also indicated that there was a presence of organic matter but this was not stated to have penetrated the lead body and will not be captured. Other than the above observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Generator pa was completed and reviewed. The electrical tests performed in the pa lab found that the generator was at the intermittent follow-up indicator (ifi) = no condition. The battery voltage of the device was found to be at 2.930 volts with the memory locations indicating that 44.860% of the battery had been consumed. The data dump was reviewed and it was noted that the device went from 0 ohms to normal impedance on (B)(6) 2015 which was the day of implant and therefore the event will not be captured as the impedance of 0 ohms is due to the device first being interrogated out of the packaging. The pa worksheet, programming history database and battery life calculation were reviewed and no anomalies were found. There were no performance or any other type of adverse conditions found with the pulse generator. Device history records were reviewed for both generator and lead. Both devices passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.